Event description:
Reportedly, during pt use, when the ventilator was connected to the ac power cable, a "backup" battery failure" alarm occurred. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.